Manufacturer narrative:
(B)(4). Batch # r92k63. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present, and a portion was not returned. The device was connected to a gen11 and the device did activate during functional testing. The instrument was disassembled to inspect the internal components and no evidence was found that could have caused the reported activation issues. However, what was found was that the y-link was cracked. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the device stopped working after 10 minutes of procedure. Another device was used to continue the procedure. There was no patient consequence.